Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that after an unknown amount of time in patient use, the flange of the tracheostomy tube broke. A tracheostomy tube change was performed. No permanent adverse health effects to patient reported.

Manufacturer narrative:
(B)(4). Photos of the complaint device were provided for evaluation. It was observed that in the photos, the flange of the tracheostomy tube was broken. A review of the testing and inspection documents were deemed adequate. A review of the manufacturing process was conducted and no discrepancies were found. Based on the evidence, it was concluded that the most probable causes are attributed to a supplier issue and lack of damage detection during visual inspection in the manufacturing process.

Event description:
It was unknown how long the sample was in use. The issue was observed by the bedside practitioner. Due to the incident, the patient required an emergent response to secure and maintain their airway with an immediate bedside tracheostomy tube change, through an extra invasive procedure. No permanent injury was reported.